Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was to get MRI information. The caller reported that a healthcare provider contacted them and reported that they had a patient with an ins that depleted and they needed an MRI. The caller stated that they did not think that the ins should be depleted because it had not been implanted for five years. The caller was not with the patient at the time of the call. Technical services reviewed MRI information. The caller did not have any information to identify the patient.